Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer received questionable calcium gen.2 results for an unknown number of patient samples beginning on (B)(6) 2015. The customer provided data for approximately 3200 patient samples tested (B)(6) 2015. Of the data provided, only the results for four patient samples tested on (B)(6) 2015 were discrepant. Patient sample 1 initial result was 1.49, the repeat result was 2.24. Patient sample 2 initial result was 0.65, the repeat result was 1.56. Patient sample 3 initial result was 3.04, the repeat result was 2.03. Patient sample 4 initial result was 1.21, the repeat result was 2.43. The unit of measure was not provided. The erroneous results were reported outside of the laboratory. There was no adverse event reported. The reagent lot number was 616835. The expiration date was requested, but was not provided. It was noted the customer was not cleaning the water tanks appropriately. However, after thorough cleaning of the tanks, the issue remained.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.based on the provided calibration and qc data, a general reagent problem was possible.

Manufacturer narrative:
The unit of measure was mmol/l.